Event description:
Thoratec ventricular assist device found to be cracked around screw sites. Co notified and recommended the use of surgical bone glue. Device replaced. Replacement has developed cracks. Co aware.